Event description:
This case is cross referred with case (B)(4) (same patient) this unsolicited case from united states was received on 17-jan-2018 from a patient. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and after unknown latency knee was hard to bend, knee felt tight and might have drawn fluid from the knee. Also device malfunction was identified for the reported lot number. Medical history included oa in both knees and hip, diabetes mellitus (dm), high blood pressure, coronary artery disease, stents in cardiac vessels and metal in both wrists related to old injury . Patient was disabled due to a work injury 18 years ago and was taking morphine for 18 years on a regular basis for pain. Patient was not weight bearing prior to knee injection because he had fallen and the right knee was big and puffy so the patient was given synvisc one injection in the knee. Patient denied prosthetics and pacemaker. Patient denied taking immunosuppressants or being immunocompromised. Patient did not had allergies to eggs, feathers, avian products. No past drug was provided. On an unknown date in 2017 ((B)(6)), patient received treatment with intra- articular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in right knee for osteoarthritis (oa). It was reported that the patient was now weight bearing with a walker but had swelling in knee. On an unknown date, after unknown latency, it was hard to bend the knee as it felt "tight," and the knee hurt "constantly" and patient rated it 7/10 on pain scale. Patient denied fever, and was unsure if blood work was done. On an unknown date, after unknown latency, patient's health care professional might have drawn fluid from the knee. Patient was not hospitalized. Corrective treatment: not reported for all events except device malfunction outcome: unknown for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 25-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced joint range of motion decreased, joint tightness and effusion right knee. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration.. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.